Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and a core separation was identified. The reported stretched coils was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that at the end of the procedure, when the balance middleweight elite guide wire was removed from the guiding catheter, it was noted that the coils were stretched. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. It was found during analysis of the returned device that the core had separated.